Event description:
Same case as MFR: 2134265-2013-00316 and 2134265-2013-00427. It was reported that during a percutaneous coronary intervention procedure, the ilab ultrasound imaging system motor drive unit failed to pullback. During preparation the mdu did not display the number when connecting to the sled and was unable to perform pullback. It was further reported that, the mdu was not pushed down hard enough to have it "connect" to the sled. The mdu worked fine with a demo catheter and sled. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).